Event description:
During a cerebral angiogram with a mechanical thrombectomy, the tips of two micro-catheters broke during the procedure. Findings: distal m1 medial cerebral artery (mca) occlusion.post mechanical thrombectomy the superior m2 division was opened, but the inferior m2 division was still occluded. An additional attempt at thrombectomy resulted in fracture of the microcatheter which was not retrievable. The microcatheter is within the right mca to ica (internal carotid artery). Notes from procedure: "the 3max and microwire were loaded within the 5max reperfusion catheter. The microcatheter 5max/3max system was advanced through the shuttle sheath to the cavernous carotid artery where again the 5max would not pass. The 3max and microwire were then advanced to the face of the occluded segment. Continuous suction was applied using a 60 cc syringe attached to the 5max reperfusion catheter and the 3max reperfusion catheter. Under continuous suction, the 5max/3max system was withdrawn. Both the 3max and 5max did not come out in their entirety. Distal catheter tips embolized to the middle cerebral artery distally. No retrieval of distal catheter tips could be performed due to dislocation." Discussion: "right common carotid artery, cervical angiogram: common carotid arteries normal caliber and configuration. Moderately tortuous cervical internal carotid artery. Internal and external carotid arteries are otherwise normal caliber and configuration. Distal m1 division middle cerebralartery occlusion identified.right internal carotid artery, cerebral angiogram: the distal m1 segment middle cerebral artery occlusion. Anterior temporal artery patent. Internal carotid artery and anterior cerebral artery are patent. No aneurysm or early venous drainage. There is no evidence of aneurysm, focal stenosis, or early draining vein. Right m2 middle cerebral artery, superselective angiogram: microcatheter is noted to be beyond the middle cerebral artery occlusion.right internal carotid artery, cerebral angiogram (post solitaire thrombectomy): no change in the distal m1 segment middle cerebral artery occlusion. Right internal carotid artery, cerebral angiogram (post 3max/5max aspiration): both 3 max and 5 max fractured catheter tips are embolized within the distal occluded middle cerebral artery. Minimal contrast opacifies the superior division middle cerebral artery. Inferior division remains completely occluded.right femoral artery: no abnormalities are detected. This vessel is suitable for use of the mynx grip closure device.complications: none immediate.impression: 1. Occlusion of distal right m1 segment middle cerebral artery.2. Minimal partial recanalization of the superior m2 division middle cerebral artery with fracture of the 3max and 5max reperfusion catheters remaining within the occluded segment. A thrombectomy was no longer possible. The procedure was terminated.